Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00124. The first 13 mm insert (x3 triathlon cs insert #6 13mm; cat# 5531g613; lot# lbq611) used in this revision that was removed and replaced, due to having to get soft tissue out of the way was reported under MFR# 9610726-2010-00047 ((B) (4)).

Event description:
It was reported that, "revised. Pt complained of knee pain, swelling, and instability. Pt leads a very active life as a (B) (6), walks about 10 miles per day, and this is keeping him from his normal activity level. Replaced and upsized one size on the insert. Nothing was noticed as being loose, but upon compression, fluid was noticed oozing from the patella bone interface, so that was replaced as well. The first 13 mm insert used in this revision was removed and replaced, due to having to get soft tissue out of the way in order to seat the insert correctly."